Manufacturer narrative:
B3- unk. Claim# (B)(4).

Manufacturer narrative:
B3- changed to 15 jan 2021: per updated cq received on 19 nov 2021 . Claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed in a second surgery on (B)(6) 2021 due to low vault. This resolved the problem. Cause of the event is reported as unknown.